Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for intractable chronic pain. It was reported that even though the product was charged for a long time, the battery power did not increase. The physician suspected that the product had anomaly. The recharger was replaced. A replaced recharger was attempted to charge, however, it recovered to only 50% and it was not charged further after that. Charging was performed for 2 hours but charging was up to 50% only. This event was observed from spring this year. Charging had been performed successfully before that. The patient was elderly but did not have memory issue. However, stimulation sometimes had turned off when the device was started to use. Overdischarge might have also been occurred. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated the cause of the battery recovering to 50% and not charging further was ¿undetermined.¿ it was noted the recharger was replaced in an effort to resolve the issue and that no further issues had been reported as of (B)(6) 2018.